Event description:
(B)(4). Discovered a thyroid nodule. Went to see a doctor and was found to have thyroiditis and hypo,hyper thyroid. Since then I have been diagnosed with hashimoto's thyroiditis, sleep apnea and I have had irregular and painful periods, recently these have turned into non existent periods with only dark brown spotting and passing of blood clots sporadically.